Manufacturer narrative:
H10: additional information found in b5.

Event description:
Additional information was received from the customer indicating that they have not found any problems with the device.

Manufacturer narrative:
Although requested, the customer indicated that the device is not available for evaluation and it was put back into circulation. Without the device returning, the probable cause cannot be established.

Event description:
The event occurred on an unspecified day in (B)(6) 2019. The report stated that a plum 360 device failed to detect air in line. The nurse intended to deliver 1l of normal saline over one hour, and programmed the pump to infuse at a rate of 999ml/hr with a volume to be infused of 1050ml. The nurse noticed air going down in the tubing at completion, but the air had passed the chamber and was approximately 12 inches from the patient when the nurse stopped the infusion. The patient was stationary during the infusion and "regular" IV tubing was used with no additional equipment. There was no harm associated with this event. The air sensitivity settings were unknown.